Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient's pump was implanted in (B)(6) in (B)(6) 2012 and a revision case was completed in (B)(6) 2012 due to "fluid leakage." The pump was being used to deliver lioresal. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).

Event description:
It was later reported that the patient had an increased muscle tone, excessive sweating (loss of up to 4 liters of fluid per day, increased body temperature (39 c), and tachycardia. Laboratory tests for infection were ¿without result¿. The patient received enteral baclofen which reduced underdosing symptoms described above. An x-ray analysis revealed no disconnections and no kinking. A puncture of the cap revealed an occlusion of the catheter. Therefore the catheter was replaced. The underdosing symptoms vanished after the revision, and the patient had good therapy effect again. The implantation of the pump and first catheter occurred on (B)(6) 2012. The revision of the catheter occurred on (B)(6) 2012. The model and serial number of the catheter were not documented. The representative later noted that ¿leakage¿ was a term used by the mother of the patient and perhaps the physician used this term when talking to the mother. The clinic only dealt with the occlusion that was previously mentioned. There was nothing documented about a leakage. The representative stated that ¿perhaps they first assumed a leakage but then found an occlusion.¿